Manufacturer narrative:
Qn#(B)(4).

Event description:
The report states after a successful insertion, "the machine starts up and continuously alarms 'high in the balloon method'. Ultrasound determines that the position is correct, and then it is found that the balloon cannot be opened. Use a syringe to artificially inflate the orifice, but the balloon cannot be opened. After replacing the balloon, it is normal". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
The report states after a successful insertion, "the machine starts up and continuously alarms 'high in the balloon method'. Ultrasound determines that the position is correct, and then it is found that the balloon cannot be opened. Use a syringe to artificially inflate the orifice, but the balloon cannot be opened. After replacing the balloon, it is normal". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab "balloon cannot be opened" is not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states after a successful insertion, "the machine starts up and continuously alarms 'high in the balloon method'. Ultrasound determines that the position is correct, and then it is found that the balloon cannot be opened. Use a syringe to artificially inflate the orifice, but the balloon cannot be opened. After replacing the balloon, it is normal". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a, corrected data: n/a.